Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that they just had their device replaced due to normal battery depletion and that they do not see any implant. They also started that they went through airport security and now they can communication with their patient programmer .patient also reported lack of therapeutic effect. Trouble shooting was perfumed and patient confirmed that after adjusting the antenna, they were able to communicate and see stimulation was on. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.